Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that there was an out-of-box bent lead up. The healthcare provider (hcp) noticed the bent tip as she was measuring the depth for implant and therefore, did not implant the lead. A new kit was opened and a new lead, which was normal, was implanted.

Manufacturer narrative:
Stylet accessory, serial # unknown, implanted: unk, explanted: unk, analysis of lead model 3389s determined the lead was bent. Analysis of stylet accessory determined the stylet was bent.